Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: investigation could not be adequately completed for the original complaint due to the display being blank. The pump powered on with functional auditory and vibratory features, but the display remained blank. The pump was opened to investigate, revealing the display screen was cracked. The damaged display was removed and replaced with a test screen; the test display screen functioned normally with no issues occurring.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.